Manufacturer narrative:
Pt info: no information provided and no patient injury. Waiting to obtain information on expiration date and manufacture date applicable to the reported lot code and will send as a follow-up. Company 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. Company 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. Company 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was provided and product was produced after the solvent improvement change. Company 3m continues to monitor these types of complaints. End of report.

Event description:
A customer alleged that a 3m ranger (tm) high flow blood/fluid disposable set was primed prior to use. Blood products were delivered to a patient. The 3m ranger(tm) set allegedly leaked during use, resulting in blood entering the filter of the ranger warming unit and leaking out. The ranger set was removed. No patient injury was alleged.

Manufacturer narrative:
It was noted the product was disposed off after use and product was not being used for a trauma case but for a gi bleed. End of report.